Event description:
Customer stated "sparked and smoked." Product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the cord had a cut at the strain relief. This is likely due to excessive bending of the cord over an extended period to time. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.